Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 2 locations at the points of severe kinks. The hypotube broke 115mm & 555mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found stent damage along the entire body of the crimped stent with proximal stent damage being the most noticeable. Stent struts at the proximal end were damaged, distorted and stretched proximally. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts, based on the type of damage evident. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-apr-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 38mm x 2.50mm taxus¿ element¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.